Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter (doctor¿s meter). The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter issue began at 9.05 pm on (B)(6) 2018, reporting that she obtained an inaccurate result of ¿375 mg/dl¿ on the subject meter compared to ¿284 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that she manages her diabetes using insulin (self-adjuster), reporting that she made no changes to her normal diabetes management regimen, in response to the alleged issue. The patient reported that an hour and a half after the product issue, she developed symptoms of ¿sweaty and could not walk¿. She denied receiving or requiring any treatment for the alleged symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.